Manufacturer narrative:
The customer's report of a system error was confirmed, however only for the device which was received. Physical inspection noted the device to be in fair condition with the instrument seal intact. There were no anomalies observed. Analysis of the pcu event log shows that two pump modules were attached and infusing when the system was toggled between ac and dc power multiple times in less than one second. The event log shows a central unit malfunction occurred at 2:59pm on (B)(6) 2016. The system was then powered back on at 3:02 pm and the two attached pump modules were reprogrammed. The pcu error log shows a malfunction (error code 121.2000.2) occurred at 2:59pm on (B)(6) 2016. This corresponds to the central unit malfunction observed in the pcu event log. Functional testing with a test power cycler was unable to replicate the malfunction. The proximate cause of the system error was identified as power outage/fluctuations which caused the power supply communication subsystem to quit responding. The root cause of the error and power outage was not determined.

Event description:
The customer reported that during a power outage an unspecified number of pc units alarmed for system error and were observed to be blinking red (not green). The alarm was only able to be silenced by turning off the devices and restarting and reprogramming the infusions. The restore function was not available and each channel had to be reprogrammed. It was reported that some patients had transitory vital sign changes during reprogramming of devices, however no patient harm was reported to have occurred as a result of the event, and no other details were provided. One device was sequestered, however there is no patient specific event information available for this device.